Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-06141. It was reported to boston scientific corp on 12/10/2009 that two extractor rx retrieval balloons were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009 involving an (B)(6) female pt. According to the complainant, during the ercp procedure, the physician inflated the extractor balloons to 12mm within the common bile duct. However, when the balloons came in contact with a stone, they burst. No part of the balloons detached. The extractor balloon was removed from the pt. The procedure was completed with a competitor brand stone retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. (B)(4).